Manufacturer narrative:
Continuation of d10: product ID: d-evoltfx-2329; product lot/serial number (B)(6); product type: 0195 - heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to implant a transcatheter aortic valve, a misload was identified exceeding the fourth node. Subsequently, the valve and delivery catheter system (dcs) were replaced and inserted into the patient. While deploying the valve, an infold was observed. In response, the valve was recaptured and withdrawn from the patient with the dcs. A new loading system, dcs, and valve were then prepared. The dcs and valve were then inserted into the patient, and the valve was successfully implanted.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Annex f (f05). Corrected data: g2. Report sources were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to implant a transcatheter aortic valve, a misload was identified exceeding the fourth node. Subsequently, the valve and delivery catheter system (dcs) were replaced and inserted into the patient. While deploying the valve, an infold was observed. In response, the valve was recaptured and withdrawn from the patient with the dcs. A new loading system, dcs, and valve were then prepared. The dcs and valve were then inserted into the patient, and the valve was successfully implanted. Additional information was received to clarify during inspection of the valve load, it was difficult to determine whether the frame node overlap exceeded node 4, so a decision was made to proceed with the system for valve implant. During the first deployment attempt, the infold was observed in the valve frame. The valve was recaptured into the dcs and the system was withdrawn from the patient. A procedural delay occurred due to this product issue. Per the physician, the patient's native bicuspid valve contributed to the infold.